Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual and microscopic inspections revealed that the sheath assembly was kinked, the imaging window was rippled, and the imaging core had a broken drive cable and coaxial cable beginning approximately 32 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to patient condition. The observed imaging window ripples can occur during the procedure due to the friction between the catheter, the hemostasis valve, the guide catheter, and the lesion. This pressure over the catheter could lead to material torsion due to drive cable rotation, resulting in the ripples found.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that visualization issues occurred. The 85% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was lost. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was rippled.